Event description:
It was reported that during a scheduled follow up, alerts for oversensing noise was observed. The noise could not be reproduced with pocket manipulations. The patient will be monitored until the next follow up.